Manufacturer narrative:
The alleged event was confirmed by the manufacturing plant. A companion sample was received by the manufacturing plant and evaluated. During disinfection of the sample, a pin hole was found on the cassette film. No other issues was identified by the manufacturing plant investigation. An investigation of the product history records was conducted by the manufacturer on four potential lots that were sold to the customer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The complaint sample was discarded. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis nurse reported that the patients caregiver reported a fluid leak after completing the patient's treatment. The patient's caregiver did report experiencing an air detected in the cassette alarm prior to observing the fluid leak. Follow-up with the patient's peritoneal dialysis nurse indicated that the patient was asymptomatic. The patient was prescribed prophylactic antibiotics, ceftazidime and cefeprime. No treatments were missed. The device was discarded.